Event description:
During stenting of the common iliac artery (left or right, size of vessel both unknown) using a brachial approach, the stent jumped forward during deployment and did not entirely cover the lesion. There was mild calcification and vessel tortuosity at the target site, but no stenosis. A second smart control of the same size was used to completely cover the lesion and complete the procedure successfully. There was no report of any adverse effects to the patient. As per the reporting affiliate, no additional patient or procedural information is available.